Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a head turner broke during surgery while attempting to rotate the head of a screw. The procedure was completed with an alternative instrument. There are no reports of patient injury associated with this event.

Manufacturer narrative:
The returned instrument was evaluated. The tip was found to have fractured off on one side. The cause is likely attributed to off -axis forces placed on the device during use. A review of the manufacturing records did not identify any issues which would have contributed to this event.